Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic nissen procedure, the device refused to release the suture needle and as the surgeon was attempting to try again to remove it, the needle broke. The surgeon pulled out the device and a portion of the needle was still inside the device and the other part of the needle was left inside the patient. An esophagogastroduodenoscopy was performed to locate and retrieve the other part of the needle. The disengaged part of the needle was pulled out using an endoscopic grasper.